Manufacturer narrative:
Block h2: additional information: block d4 (lot number, expiration date), h4 (manufacture date) block h6: device code 1074 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was torn longitudinally. No other damages were noted on the device. Therefore, the reported failure of the balloon burst is not confirmed. Based on the available information, the failure reported by the physician may be related to some factors, such as the handling of the device, the technique used by the physician, the interaction with the scope and/or normal procedural difficulties encountered during the procedure, that could have resulted in the reported failure. Therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. The most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon popped at 6 atm while attempted to be inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon popped at 6 atm while attempted to be inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.